Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie device. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, report indicated that patient experienced an unspecified adverse event. Due to this, an unspecified surgery was performed to remove the j tube. During surgery, the physician found that the tube had migrated to the intestines. No additional information was provided.